Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419688 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had early battery depletion due to chronically high thresholds on the left ventricular lead. The lead was noted to have been sub optimally positioned. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.